Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
The distributor reported that the AED was dropped off to them the week prior and the battery pack was unable to power it on; the 9v battery was changed and the battey pack still did not work. The battery that was in the AED has an expiration of 12/31/2026. A test battery pack was used, and the AED worked as designed. No additional information provided. This reported event did not occur during patient use.